Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer evaluated and confirmed the leaking reagent probe b. Service replaced the reagent probe b wash collar valve and that resolved the issue. Instrument software version is 5.3. (B)(4).

Event description:
Customer reported to beckman coulter a reagent probe leak from unicel 600i synchron access clinical system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.